Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume folfusors. It was observed that the devices did not deliver any of the medication dose. This was observed during therapy at the patient¿s home. The device was filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b7: other relevant history: osteogenic sarcoma and adhd (previously submitted as ni). Concomitant medication: methotrexate, mifamurtide, mycostatin, bmx mouthwash, otrivine, nacl, naseptin, sterimar. Correction to e1: initial reporter e-mail: (B)(6). H4: the lot was manufactured from august 12, 2021 - august 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.